Event description:
Pt states shortly after stryker hip implant was put in for a fracture right femur bone, she started having issue with it. Pt thinks the bolt of the device was sticking out and causing her so much pain that she couldn't walk, sit or bend. Pt states for 10 months, she went through hell with the device in her. Finally got the device taken out in (B)(6) 2018. Pt states FDA needs to do something about this device because people are suffering from it.